Event description:
The device was used during a low anterior resection procedure. Reportedly, the knife did not cut. The surgeon removed the staples and manually sutured to complete the procedure without pt injury.